Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia') in a 40-year-old female patient who had essure (batch no. 948606) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (3, 1997, 2007), multiple caesarean sections (3) and mycosis. Previously administered products included for an unreported indication: polygynax on (B)(6) 2011, lomexin on (B)(6) 2011, gynopevaryl in 2007 and lomexin in 2007. Concurrent conditions included obesity (bmi 35) and tobacco user. Concomitant products included ethinylestradiol;levonorgestrel (trinordiol) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal cramps"), malaise ("intense ill-being"), dizziness ("dizziness"), eye infection ("eye infection"), cystitis ("cystitis"), fatigue ("strong fatigue, chronic fatigue"), pain ("pain in the whole body"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), tooth loss ("teeth loss"), onychomadesis ("nails loss"), onychomycosis ("mycoses"), decreased appetite ("loss of appetite"), amnesia ("memory loss"), arthralgia ("joint pain"), dyspnoea ("continuous breathlessness"), speech disorder ("speech disorder"), intervertebral disc protrusion ("herniated disc"), adverse event ("frequent infiltrations"), anaemia ("anemia"), back pain ("back pain"), abdominal pain upper ("stomach cramps"), gastric ulcer ("beginning of ulcer") and dry skin ("dryness of skin") and was found to have weight decreased ("lost 10 kg within 2 months"). The patient was treated with tranexamic acid (exacyl) and surgery (removal of essure inserts via total salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, malaise, weight decreased, eye infection, cystitis, pain, allergy to metals, onychomycosis, speech disorder, anaemia, back pain, gastric ulcer and dry skin outcome was unknown and the fatigue, alopecia, tooth loss, onychomadesis, decreased appetite, amnesia, arthralgia, dyspnoea, intervertebral disc protrusion, adverse event and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, adverse event, allergy to metals, alopecia, amnesia, anaemia, arthralgia, back pain, cystitis, decreased appetite, dizziness, dry skin, dyspnoea, eye infection, fatigue, gastric ulcer, heavy menstrual bleeding, intervertebral disc protrusion, malaise, onychomadesis, onychomycosis, pain, pelvic pain, speech disorder, tooth loss and weight decreased to be related to essure. The reporter commented: on (B)(6) 2017, removal of essure inserts was performed via total salpingectomy. Of note, no inflammatory infiltrate, and no suspect features. Persistence of the following symptoms: hair loss, teeth loss, nails loss, loss of appetite, abdominal cramps, memory loss, joint pain, continuous breathlessness, chronic fatigue, herniated disc, frequent infiltrations. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Pathology test - on (B)(6) 2017: after bilateral salpingectomy: unremarkable result. Ultrasound pelvis - on (B)(6) 2014: normal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-jan-2022: consumer reported via lawyer her medical history, concomitant / remedial drugs, test results (none reported previously). Essure lot number added. Start date of menorrhagia added. Essure removal on (B)(6) 2017 with bilateral salpingectomy, due to pelvic pain (event added- abdominal pain specified) and menorrhagia (now serious). Pathological anatomy examination didn't show anything remarkable. Events added: abdominal pain upper, gastric ulcer, anemia, back pain, dry skin, speech disorder. One duplicate event 'fatigue' was deleted. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and heavy menstrual bleeding ("menorrhagia") in a 40 year-old female patient who had essure inserted (lot no. 948606) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of cesarean section, mycosis, multiple caesarean sections (3 1993 and 2007) and multi gravida (3, 1997, 2007). Previously administered products included: gyno pevaryl, lomexin, polygynax [neomycin sulfate;nystatin;polymyxin b sulfate] and lomexin. Concurrent conditions were listed as tobacco user and obesity (bmi 35). The only concomitant product mentioned was trinordiol (ethinylestradiol;levonorgestrel) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2013 she experienced heavy menstrual bleeding (seriousness criterion intervention required). Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal cramps"), malaise ("intense ill-being"), dizziness ("dizziness"), eye infection ("eye infection"), cystitis ("cystitis"), fatigue ("strong fatigue, chronic fatigue"), pain ("pain in the whole body"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), tooth loss ("teeth loss"), onychomadesis ("nails loss"), onychomycosis ("mycoses"), decreased appetite ("loss of appetite"), amnesia ("memory loss"), arthralgia ("joint pain"), dyspnoea ("continuous breathlessness"), speech disorder ("speech disorder"), intervertebral disc protrusion ("herniated disc"), adverse event ("frequent infiltrations"), anaemia ("anemia"), back pain ("back pain"), abdominal pain upper ("stomach cramps"), gastric ulcer ("beginning of ulcer"), dry skin ("dryness of skin") and asthenia ("asthenia") and was found to have weight decreased ("lost 10 kg within 2 months"). The patient was treated with exacyl (tranexamic acid) as well as surgery (removal of essure inserts via total salpingectomy). At the time of the report, the fatigue, alopecia, tooth loss, onychomadesis, decreased appetite, amnesia, arthralgia, dyspnoea, intervertebral disc protrusion, adverse event and abdominal pain upper had not resolved. The outcomes for pelvic pain, heavy menstrual bleeding, abdominal pain, malaise, weight decreased, eye infection, cystitis, pain, allergy to metals, onychomycosis, speech disorder, anaemia, back pain, gastric ulcer, dry skin and asthenia were unknown. The reporter considered abdominal pain, abdominal pain upper, adverse event, allergy to metals, alopecia, amnesia, anaemia, arthralgia, asthenia, back pain, cystitis, decreased appetite, dizziness, dry skin, dyspnoea, eye infection, fatigue, gastric ulcer, heavy menstrual bleeding, intervertebral disc protrusion, malaise, onychomadesis, onychomycosis, pain, pelvic pain, speech disorder, tooth loss and weight decreased to be related to essure administration. The reporter commented: on (B)(6) 2017, removal of essure inserts was performed via total salpingectomy. Of note, no inflammatory infiltrate, and no suspect features. Persistence of the following symptoms: hair loss, teeth loss, nails loss, loss of appetite, abdominal cramps, memory loss, joint pain, continuous breathlessness, chronic fatigue, herniated disc, frequent infiltrations. Discrepancy noted in essure removal date: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35 kg/sqm. [Pathology test] on (B)(6) 2017: after bilateral salpingectomy: unremarkable result [ultrasound pelvis] on (B)(6) 2014: normal lot number:948606 manufacture date:(B)(6) 2012 expiration date: (B)(6) 2015. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: pfs received. Event asthenia added. Medical history added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal cramps') in an adult female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), heavy menstrual bleeding ("menorrhagia"), malaise ("intense ill-being"), dizziness ("dizziness"), eye infection ("eye infection"), cystitis ("cystitis"), fatigue ("strong fatigue"), pain ("pain in the whole body"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), tooth loss ("teeth loss"), onychomadesis ("nails loss"), decreased appetite ("loss of appetite"), amnesia ("memory loss"), arthralgia ("joint pain"), dyspnoea ("continuous breathlessness"), chronic fatigue ("chronic fatigue"), intervertebral disc protrusion (" herniated disc") and adverse event ("frequent infiltrations") and was found to have weight decreased ("lost 10 kg within 2 months"). The patient was treated with surgery (removal of essure inserts via total salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, heavy menstrual bleeding, malaise, weight decreased, eye infection, cystitis, fatigue, pain, allergy to metals, alopecia, tooth loss, onychomadesis, decreased appetite, amnesia, arthralgia, dyspnoea, chronic fatigue, intervertebral disc protrusion and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, allergy to metals, alopecia, amnesia, arthralgia, cystitis, decreased appetite, dizziness, dyspnoea, eye infection, fatigue, heavy menstrual bleeding, intervertebral disc protrusion, malaise, onychomadesis, pain, tooth loss, weight decreased and chronic fatigue to be related to essure. The reporter commented: on (B)(6) 2017, removal of essure inserts was performed via total salpingectomy. Of note, no inflammatory infiltrate, and no suspect features. Persistence of the following symptoms: hair loss, teeth loss, nails loss, loss of appetite, abdominal cramps, memory loss, joint pain, continuous breathlessness, chronic fatigue, herniated disc, frequent infiltrations. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia') in a 40-year-old female patient who had essure (batch no. 948606) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida (3, 1997, 2007), multiple caesarean sections (3) and mycosis. Previously administered products included for an unreported indication: polygynax on (B)(6) 2011, lomexin on (B)(6) 2011, gynopevaryl in 2007 and lomexin in 2007. Concurrent conditions included obesity (bmi 35) and tobacco user. Concomitant products included ethinylestradiol;levonorgestrel (trinordiol) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal cramps"), malaise ("intense ill-being"), dizziness ("dizziness"), eye infection ("eye infection"), cystitis ("cystitis"), fatigue ("strong fatigue, chronic fatigue"), pain ("pain in the whole body"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), tooth loss ("teeth loss"), onychomadesis ("nails loss"), onychomycosis ("mycoses"), decreased appetite ("loss of appetite"), amnesia ("memory loss"), arthralgia ("joint pain"), dyspnoea ("continuous breathlessness"), speech disorder ("speech disorder"), intervertebral disc protrusion ("herniated disc"), adverse event ("frequent infiltrations"), anaemia ("anemia"), back pain ("back pain"), abdominal pain upper ("stomach cramps"), gastric ulcer ("beginning of ulcer") and dry skin ("dryness of skin") and was found to have weight decreased ("lost 10 kg within 2 months"). The patient was treated with tranexamic acid (exacyl) and surgery (removal of essure inserts via total salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, malaise, weight decreased, eye infection, cystitis, pain, allergy to metals, onychomycosis, speech disorder, anaemia, back pain, gastric ulcer and dry skin outcome was unknown and the fatigue, alopecia, tooth loss, onychomadesis, decreased appetite, amnesia, arthralgia, dyspnoea, intervertebral disc protrusion, adverse event and abdominal pain upper had not resolved. The reporter considered abdominal pain, abdominal pain upper, adverse event, allergy to metals, alopecia, amnesia, anaemia, arthralgia, back pain, cystitis, decreased appetite, dizziness, dry skin, dyspnoea, eye infection, fatigue, gastric ulcer, heavy menstrual bleeding, intervertebral disc protrusion, malaise, onychomadesis, onychomycosis, pain, pelvic pain, speech disorder, tooth loss and weight decreased to be related to essure. The reporter commented: on (B)(6) 2017, removal of essure inserts was performed via total salpingectomy. Of note, no inflammatory infiltrate, and no suspect features. Persistence of the following symptoms: hair loss, teeth loss, nails loss, loss of appetite, abdominal cramps, memory loss, joint pain, continuous breathlessness, chronic fatigue, herniated disc, frequent infiltrations. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Pathology test - on (B)(6) 2017: after bilateral salpingectomy: unremarkable result. Ultrasound pelvis - on (B)(6) 2014: normal. Lot number:948606. Manufacture date:2012-02. Expiration date: 2015-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-jan-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal cramps') in an adult female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), heavy menstrual bleeding ("menorrhagia"), malaise ("intense ill-being"), dizziness ("dizziness"), eye infection ("eye infection"), cystitis ("cystitis"), fatigue extreme ("strong fatigue"), pain ("pain in the whole body"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), tooth loss ("teeth loss"), onychomadesis ("nails loss"), decreased appetite ("loss of appetite"), amnesia ("memory loss"), arthralgia ("joint pain"), dyspnoea ("continuous breathlessness"), chronic fatigue ("chronic fatigue"), intervertebral disc protrusion ("herniated disc") and adverse event ("frequent infiltrations") and was found to have weight decreased ("lost 10 kg within 2 months"). The patient was treated with surgery (removal of essure inserts via total salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, heavy menstrual bleeding, malaise, weight decreased, eye infection, cystitis, fatigue extreme, pain, allergy to metals, alopecia, tooth loss, onychomadesis, decreased appetite, amnesia, arthralgia, dyspnoea, chronic fatigue, intervertebral disc protrusion and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, allergy to metals, alopecia, amnesia, arthralgia, cystitis, decreased appetite, dizziness, dyspnoea, eye infection, fatigue extreme, heavy menstrual bleeding, intervertebral disc protrusion, malaise, onychomadesis, pain, tooth loss, weight decreased and chronic fatigue to be related to essure. The reporter commented: on (B)(6) 2017, removal of essure inserts was performed via total salpingectomy. Of note, no inflammatory infiltrate, and no suspect features. Persistence of the following symptoms: hair loss, teeth loss, nails loss, loss of appetite, abdominal cramps, memory loss, joint pain, continuous breathlessness, chronic fatigue, herniated disc, frequent infiltrations. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-dec-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.